Event description:
According to the available information the balloon ruptured and leaked during inflation. The leak led to the patient being re-catheterized four times. The nurse who made the first attempt to insert the catheter stated that the balloon was inflated and then deflated. No asymmetry of the balloon, leakage, or perforation was observed at this stage. The integrity of the balloons were checked and all five balloons were found to be split. These incidents resulted in five successive catheter insertion failures in the same patient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.